Event description:
It was reported that bd nexiva sp with maxzero catheter cracks and is difficult to disengage needle. The following information was provided by the initial reporter: lot # 4215289 cracking in our op infusion area. Loss of IV. Customer response on oct 28, 2024. This is what we received from our end user. ¿we have identified 4 IV starts with this same lot # to have problems when we insert the needle. It seems difficult to pull the needle out and then the IV does not work and when we pull the catheter it is cracked and bent about midway through. None of them broke off but it was clearly bent and cracked. We did pull all of them off the shelf with the same lot # 4215289.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383551 and lot number 4215289. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.